Event description:
Product description: vidas® sars-cov-2 igg (9cog) is an automated qualitative assay for use on the vidas® family of instruments, for the detection of immunoglobulin g (igg) specific for sars-cov-2 in human serum or plasma (lithium heparin) using the elfa (enzyme linked fluorescent assay) technique. This assay is intended for use as an aid to determine if individuals may have been exposed and infected by this virus and if they have mounted a specific anti-sars-cov-2 igg immune response. Interpretation of results: interpretation of results according to test value (I) is as follows: index interpretation I < 1.00: negative. I = 1.00: positive. Issue description: on (B)(6) 2021 a customer from (B)(6) reported to biomérieux discrepant results (potential false negative result) when testing patient samples with vidas sars-cov-2 igg (9cog) 60t (ref. 423834, batch number: 1008375500, expiry date: 19-oct-2021) compared to another methods. On (B)(6) 2021, the customer tested patient samples with vidas sars-cov-2 igg (ref. 423834) and roche sars cov 2 spike ak. The tests were performed with the same sample tube. The results obtained were as follows: **patient 1: roche = 5.73 u/ml (positive interpretation) vidas= 0.35 vt (negative interpretation) **patient 2: roche = 13.3 u/ml (positive interpretation) vidas= 0.9 vt (negative interpretation) both patients were vaccinated with astrazeneca: patient 1 on (B)(6) 2021 and patient 2 on (B)(6) 2021. Based on the available information at the time of this assessment, there is no data available regarding a potential patient¿s impact of this issue, or any delayed of results. A biomérieux internal investigation has been initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in germany of obtaining potential false negative results on 2 patient samples (too low) in association with vidas sars cov-2 igg (ref. (B)(4); lot# 1008375500). Investigation device history record. The analysis of the batch history record for the vidas sars cov-2 igg lot 1008375500 showed no anomaly during the manufacturing, control and packaging processes. Tests/analysis performed. **products return** 2 samples returned by the customer identified respectively p1 and p2. **investigation protocol and obtained results** ¿ study of internal samples control charts: this analysis was carried out : - 5 internal samples (2 samples with a negative target and 3 with a positive one). - on 7 batches including the lot mentioned by the customer. => all values are within specifications, customer¿s lot is in the trend of the other lots. ¿ test on vidas sars cov-2 igg - internal samples 3 internal samples, two with a positive target and one with negative; results obtained were within specifications when tested on retain kit of vidas sars cov-2 igg lot mentioned by the customer (lot 1008375500). No significant difference was observed of their activity compared to those observed before the batch release. No evolution was noticed over time of this batch. - patients samples. The samples p1 and p2 were tested on retain kits of vidas sars cov-2 igg lot 1008375500 (customer¿s lot) and other lot 1008331100; both gave negative results with respectively 0.32 tv and 0.21 tv for p1 and 0.88 tv and 0.67 tv for p2. => the result obtained by the customer has been reproduced on both samples on the two lots tested. ¿ test on vidas sars cov-2 igm - patients samples. The samples p1 and p2 were tested on vidas sars cov-2 igm batch 1008141730 (retain kit) and both gave negative results with respectively 0.40 tv and 0.32 tv. ¿ competitor method the patients¿ samples were tested using a sars cov-2 competitor method (from euroimmun). The sample p1 gave a negative result with anti-sars-cov-2 elisa igg ref. 2606-9601g with a ratio of 0.38 and the sample p2 gave a positive interpretation with a ratio of 1.12. For information the interpretation criteria are ratio < 0.8 =>negative interpretation ratio >= 0.8 and < à 1.1 =>doubtful interpretation ratio >= 1.1 => positive interpretation ¿ tests performed by our characterization department these samples were also tested with an in-house western blot - using the same main raw materials as those used in the manufacturing of vidas sars cov-2 igg assay (rbd antigen and conjugate). - using a nucleocapsid antigen and an external rbd protein. The revelation were done using human immunoglobulin iga, igm and igg. The sample p1 showed to have mainly an immune reactivity of igm antibodies against nucleocapsid antigen. There is also a weak immune reactivity of igg and iga antibodies against nucleocapsid antigen. Presence of human igg antibodies against rbd antigen with an immune-reactivity lower than an internal sample with a target below the positive threshold of vidas sars cov-2 igg. This result could explain the negative result observed with vidas and euroimmun method. The sample p2 showed to have an immune reactivity of igg antibodies against nucleocapsid antigen. There are also the presence of human igg and igm against rbd antigen with an immune-reactivity close to that of an internal sample with a target below the positive threshold of vidas sars cov-2 igg. This result could explain the positive results observed with euroimmun and roche methods. Vidas is negative but near to the cut-off.. ***root cause analysis and conclusion*** according to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the tests performed on internal samples on the retain kit vidas sars cov-2 igg lot 1008375500. The vidas sars cov-2 igg negative result was reproduced when testing the patients samples p1 and p2. The 2 samples sent by the customer gave a negative result when tested on vidas sars cov-2 igm ref.423833. The samples p1 and p2 gave respectively a negative and positive interpretation with anti-sars-cov-2 elisa igg method from euroimmun. According to the in-house western blot method, it seems that these samples should have a particular serological profile with mainly igm and igg antibodies against nucleocapsid protein and an igg response against rbd protein either lower than an equivocal sample or just below the positive threshold of vidas sars cov-2 igg method ref.(B)(4). This profile might explain the discrepant results between methods due to their format (global detection of human immunoglobulins or separate detection; detection of antibodies against nucleocapsid protein, spike protein or rbd antigen). According to the data mentioned above, there is no reconsideration of vidas sars cov-2 igg ref.(B)(4) lot 1008375500. Note: annex d suggest code term - linked with the patient sample profile